Manufacturer narrative:
Confirmation from user facility stating that "no foreign fragments/piece of the guidewire [device in question] was left implanted in the patient." Patient's anatomy at area of treatment was tortuous. No change in patient status prior and post procedure. The device in question was returned to the manufacturer on 11/30/2006 for evaluation. An investigation on the device in question has been initiated. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported to boston scientific (bsc) on 11/16/2006 that a customer encountered problems during use of a guidewire. According to the customer: "during an intervention, the distal end of the guide [device in question] broke in the internal carotid. It was necessary to use a material of withdrawal to withdraw the distal end of the guide of the internal carotid." [The following additional information on the event procedure was received on 11/23/2006]: "sylvian aneurysm to treat and difficult to be reached. Use of a [non-bsc] microcatheter, which permitted the placement of one [non-bsc] coil. Then subtotal occlusion [occurred], and [non-bsc] microcatheter was switched (due to hydrophilic coating damage) to another identical one. At that time the guidewire [device in question] broke in the carotid sinus and a retrieval device was used in order to retrieve the left distal part of the wire [device in question]. Then procedure continued with placement of an bsc detachable coil. Procedure completed successfully."